Event description:
The customer was hospitalized for low bgs. The customer reported that the infusion set is failing off. The meter was reading high and the customer changed the infusion set and corrected. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested to their doctor to discuss possible causes of low bg. The customer called back and reported that the pump had an alarm. The customer also has scar tissue.